Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The home patient (hp) stated she forgot to close off the spare supply line clamp causing the system error 2240 in dwell 1. The technical service representative (tsr) assisted with clearing the alarms and got the hc to load the cassette so the hp could reset up again with new supplies. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated she forgot to close off the spare supply line clamp causing the system error 2240 in dwell 1. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.